Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor error. The customer states the error occurred while performing a set change. The customer also mentioned the insulin pump squirted out insulin and was stuck in preparing to prime loop. The customer's blood glucose level was unknown, but the customer felt high and treated with a manual injection. The customer mentioned that the pump was not dropped and the drive support cap was normal. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.